Event description:
It was reported that the patient was found unresponsive at home. The patient was last heard from around 17:30 on (B)(6) 2026. They reported having an episode of emesis, but was otherwise feeling well at the time. The patient's mother returned home and found the patient unresponsive. They reported that emergency medical services (ems) stated the left ventricular assist device (lvad) pump was off and that the batteries were dead when the patient was found. There were no active alarms when the patient was found. There were no efforts for resuscitation. The patient was transported for an autopsy. The outcome was stated to be device or therapy related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any functional issues that would have contributed to the reported events. A direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported emesis and patient outcome could not be conclusively established through this evaluation. The system controller event log file contained relevant events from (B)(6) 2026. Low flow hazard alarms associated with a sudden decrease in estimated flow were captured following 18:51 on (B)(6) 2026. A specific cause for these alarms could not be conclusively determined. A no external power alarm was captured approximately 15 minutes later due to the full depletion of the 14 volt batteries. The system was then powered by the system controller backup battery for approximately 2 hours until it became fully depleted, resulting in a pump stop. No other notable pump events or alarms were captured. It is unknown if the patient expired before or after the observed pump stop event. (B)(6) was returned assembled with the pump cable intact. The modular cable was returned. The sealed outflow graft was secured to the pump cover outlet port with the outflow graft bend relief engaged to the graft hardware. The outflow graft clip was properly seated over the graft hardware. The apical cuff was returned with the cuff lock fully engaged. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations that would have contributed to the low flow events observed in the log file. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device event and periodic log files retrieved from the returned device captured the pump functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. Additionally, during investigation the following was found: developed biological depositions were noted in inflow cannula, pump outflow, and textured surface of the outflow graft attachment, examination of the outflow graft assembly revealed findings consistent with extrinsic outflow graft obstruction. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU rev. D and the heartmate 3 patient handbook, rev. A are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death and device thrombosis, that may be associated with the use of the heartmate 3 lvas. Section 1 also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. Additionally, in this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. The IFU and patient handbook contain information on how to clean and care for the driveline. Section 6 of the IFU, ¿patient care and management¿, and section 4 of the patient handbook, ¿living with the heartmate 3¿, instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged).¿ section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outlines all system alarm conditions as well as how to respond to each alarm condition. These sections also provide additional instructions regarding driveline care in sub-sections entitled, ¿what not to do: driveline and cables¿. Furthermore, section 8 of the IFU, ¿equipment storage and care¿, and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild soap. The patient handbook cautions the user to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.